Manufacturer narrative:
A customer in the united states reported a misidentification in association with the vitek® 2 gn ID test kit. The customer reported that the first identification with the gn ID card was serratia fonticola, and the repeat test was providencia rettgeri. Testing with api® resulted in providencia rettgeri. A message was received from the customer stating they do not want to pursue the issue any further. Customer strains, data, lab reports and gn card lot number are not available for investigation. Without the strain or raw data it is not possible to further evaluate the cause of the misidentification. As the lot number was not provided by the customer additional qc release information cannot be provided.

Event description:
A customer in the united states reported a misidentification in association with the vitek® 2 gn test kit. The customer reported that the first identification with the gn card was serratia fonticola, and the repeat test was providencia rettgeri. Testing with api® resulted in providencia rettgeri. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.